Event description:
Upon review of the pt's programming history available in the in-house programming database, it was noticed that a faulted systems diagnostics test occurred on (B)(6) 2011 which changed the pt's programming settings. On this day, the physician only reprogrammed the output current. The settings were corrected on the subsequent visit on (B)(6) 2010.